Manufacturer narrative:
Continuation of d10: product ID: 9735670 (serial: (B)(6)); cable 9735823 hdmi 3m s8 svc. H3) onsite functional and visual examination was performed by a manufacturer representative. There was a hardware failure. The representative took back off system and reseated the cords to main cart monitor and then the screen started to work like normal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the representative used the system, the main cart said no video detected. The camera cart kept the software on the screen. The representative called for additional troubleshooting. The system was still displaying no video detected. They were able to route from the external hdmi port to the boom for the time being, and a reboot did not resolve the issue. Disconnecting the cart to cart cable and reconnecting it did not resolve the issue. When the representative was removing the rear panel to check cable connections, and the video input started displaying on the monitor. The representative found that the hdmi cable was not seated all the way on the computer. The representative reseated the hdmi cable and found that the video was now displaying consistently regardless of cable orientation. The representative rebooted the system and found that the video input was still displaying properly. There was no patient involvement.